Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with right sided phrenic nerve stimulation. Upon interrogation, it was noted that the left ventricular lead was not capturing. A chest x-ray was performed and revealed that the lv lead had pulled back out of the coronary sinus. The lead was turned off and the phrenic nerve stimulation ceased. The lv lead was removed and replaced. Patient was stable post procedure.